Event description:
Procedure type: prostatectomy. According to the reporter: after use, the distal end of the device would not spread like a fan. A new device was opened to complete procedure. The clevis was already disengaged when received a clinical sample. The customer is unsure if a piece remains in the pt. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).